Manufacturer narrative:
Concomitant medical products: ddbc3d1, ICD, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient came to the emergency room and a remote monitoring transmission was performed. High threshold was noted on the right ventricular (rv) lead that occurred more than 4 months earlier. The lead remains in use. No patient complications have been reported as a result of this event.